Event description:
A doctor alleged that two (2) patients experienced the debonding of restorations after placement with mojo cement in shade clear. This is the second of two (2) reports.

Manufacturer narrative:
The doctor re-cemented the patient's bridge with a different product, without further incident. To date, the patient is doing fine. The product involved in the alleged incident was not returned and no testing was performed on the retain samples as the lot number provided for the product revealed that it was expired.